Event description:
Information was received that reported, the pt was hospitalized in early 2009, due to an incident of hypoglycemia. The rptr stated the pt had been experiencing very labile blood glucose with many unexplained lows and highs. The rptr states that the same day in the morning, the pt blood glucose went low and she had a seizure. They had not tested th pt's blood glucose that morning; when paramedics arrived, they tested the pt blood glucose at 60mg/dl. She was transported to the hospital. She was removed from the device and has been using injections of insulin since the hospitalization. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.